Manufacturer narrative:
Per the user guide: use error: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 126 mg/dl. A cartridge change was performed to address the issue. Additionally, customer refilled and reused the same cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling.